Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy, the device broke. The black plastic that wraps around shaft cracked and broke off near handle. Nothing fell into the patient's cavity. The device was used properly on a tissue that was not difficult. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the hub was broken. The pieces were returned. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.